Manufacturer narrative:
One osseotite® tapered implant was returned for inspection with an attached healing abutment. The device shows moderate signs of wear and bone tissue attachment about the threads. The internal drive feature was worn and contains a large amount of debris. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: IFU (p-iis086gi rev. F 11/2015) states, potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. Complaint indicates the implant migrated toward the sinus cavity, and is pressed against the wall. The alleged event could not be verified with the information provided. A root cause for the reported complaint could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Event description:
Doctor indicated that during clinical procedure when trying to expose the implant after 6 months to place the healing abutment, the implant completely moved and there was no retention. The patient was rescheduled for a new implant placement.